Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor board. System operates as intended.

Event description:
The customer reported that the system will not display an image. No pt injury was reported.